Manufacturer narrative:
H11: the transfer set was received for evaluation with a patient line connector attached to the female connector. The transfer set was connected and disconnected using the returned patient connector by hand with no issues, therefore the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of a minicap transfer set would not disconnect from the patient line of the amia pd cycler set. This occurred after use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. Should additional relevant information become available, a supplemental report will be submitted.